Manufacturer narrative:
The reporter's product was requested for investigation.

Event description:
The initial reporter stated there was a malfunction of the display of accu-chek inform ii meter serial number (B)(4). There were lines on the display which could impede the results field of the display. No result misinterpretation occurred.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d9 and h3 have been updated.